Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12002. It was reported the patient has never experienced pain relief from the scs system since it was implanted. The patient has requested the system be explanted., patient is pending a surgical consult.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.